Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-02139 for the first hydratome¿ rx 44, and this report for the second hydratome¿ rx 44. It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noticed that the cut wire was oriented in the wrong direction. A second hydratome was used and the cutwire was also oriented in the wrong direction. Reportedly, there was no visible damage to the devices prior to putting it through the scope or after the issue occurred, and there was no tortuous anatomy or other procedural factors impacting scope positioning. The procedure was completed with a third hydratome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.